Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01473. It was reported that the patient was not getting adequate therapy due to high impedances. The patient was unable to set the ipg to MRI mode. As a result, the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.